Event description:
On (B)(6) 2021, several attempts of the external device fitting were performed, but failed. Finally, the fitting was successful on (B)(6) 2021. However, 15 days later the parents reported that the user could not hear sounds with the device. The user has been explanted.

Manufacturer narrative:
The device investigation revealed a defective welding joint between feed-through pin and the implant coil. The investigation results appear to match the problems mentioned in the user report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On may 26, 2021, several attempts of the external device fitting were performed, but failed. Finally, the fitting was successful on (B)(6) 2021. However, 15 days later the parents reported that the user could not hear sounds with the device. The user has been explanted.